Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encountered resistance in a marksman catheter. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm located in the right internal carotid artery with a max diameter of 8 mm and a 5 mm neck diameter. Landing zone: distal: 4 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was minimal and also noted normal. The accessed vessel was the femoral artery. Dual antiplatelet treatment was administered. The pru level was normal. The angiographic result post procedure was normal. It was reported that pipeline 4.50-35 was stuck inside marksman microcatheter and refused to be removed from or outside the marksman. It was reported the pipeline was stuck (locked up) in the catheter or resistance in the middle of the catheter occurred. It was reported the marksman and the pipeline were stuck together were could not be detached. It was reported the pipeline was not able to open. The catheter was flushed continuously with heparinized saline. The pipeline became stuck in the middle section during deployment. The physician released the load (slack) in the system in an attempt to resolve the issue, but it was not resolved. There was no catheter or pushwire damage observed. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a guide 8 and catalyst 7 as intermediate catheter.